Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 23 mg/d. Reportedly, the customer consumed carbohydrates in attempt to treat their low bg, however; was treated in ER with intravenous fluids and food for bg. Customer was discharged later the same day with the issue resolved and no permanent damage. The customer alleged that the pump delivered boluses that the customer did not request. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended and the cause of the bg level was due to customer input. The logs showed that customer requested and delivered several boluses. The customer acknowledged and continued using the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.